Event description:
The accounts engineer stated that the head and knee sections drift down on the bed. He witnessed the knee section drift down but not the head section.

Manufacturer narrative:
The account has not completed repairs.